Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review was performed and there was no evidence of the reported condition. Visual inspection and a power on self-test were performed and nothing unusual was noted. The device passed all testing successfully related to the reported condition. However, the device was found to be out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.